Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced numbness at the ipg site at her right hip which radiates down to the right lateral thigh. In turn, the patient stopped using the system. Surgical intervention may be taken at a later date to address the issue.